Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced air bubbles in the tubing on multiple occasions. The customer's blood glucose (bg) level was as high as 289 mg/dl and the bg level was addressed with a bolus via the pump. A new cartridge was successfully loaded to address the event or the tubing was primed to remove the air. Insulin delivery was resumed.